Event description:
Patient was admitted at around 1700. Rn came on night shift and had to change out the normal saline +0.5 units of heparin flush that was running through the arterial line at 3 ml per hour and the cvp (central venous pressure) line which was started at around 2200. So the patient should have been getting a total of 6 ml per hour between the 2 lines. Rn changed it out at around 2300 and had to change it again 3 hours later. It was then that the rn realized that something was wrong with the system. The patient had gotten 1l of fluid and 500 units of heparin. Rn had the tech change out the entire arterial line/cvp system to remedy the problem. Further investigation revealed that the arterial line transducer was leaking a large amount of fluid, much faster than the cvp or than would be expected. If this had been a 10 kilo baby the outcome could have been much different.the transducer was sent to clinical engineering for testing, and the following results were found:tested both transducers, the first was the red labeled transducer. Flow rate should be 3ml/hr. Tested and found flow rate to be 291 ml/hr. Tested the blue transducer. Flow rate should be 3ml/hr and the flow tested to be 4.5ml/hr. The same pressure bag that was used with these transducers was used in testing. The bag was inflated to the black line in the green zone. The results indicate there is a manufacturing defect in the red transducer which is the one that the infused to quickly.the manufacturer's quality control department will be following up with the reporter.